Event description:
It was reported that the patient who had an MRI system implanted the day before, underwent an MRI that was deemed necessary by the physician, and subsequently developed a brain infarction. The necessary changes to the device settings were performed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).